Manufacturer narrative:
(B)(4).

Event description:
It is reported that radiologic evaluation revealed a radiolucent line in zone I in 16 patients, 19 patients in zone ii, and 22 cases in zone iii.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0009613350-2017-00367.